Event description:
It was reported via repair work order that the right track belt is not secure to the stair pro because one of the rollers is broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.